Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the cause of the pump skipping boluses had something to do with the clock being set in cst (central standard time) and it should have been est (eastern standard time). Per the patient, the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID: a820; (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the patient mentioned that the pump was 'skipping boluses'. The patient provided bolus information: lockout duration: 4 hours; bolus restriction window: 1 bolus / 4 hours; boluses per day: 3. The patient stated that some days, they are only getting 2 when they should have 3. The patient stated on the handset, they go into apps then 'my files' then documents and they see that they only got 2 boluses in a day or at the same time. The patient stated they have already been to the hcp and they told the patient that the pump is working. The patient stated the boluses left will go from 2 down to 1 without tapping deliver bolus. The patient then stated that it is taking longer and longer and they get stuck at 90% when connecting to pump. Agent reviewed information and assisted the patient with clearing data on the handset. The patient will monitor lag issue and call back if further assistance is needed. The patient was redirected to their healthcare provider to further address patient concerns of boluses per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the screen would get stuck at 90% and it would take a minute to go through. The patient stated that "it's killing their arms" since the pump was located on their back. The agent reviewed data and assisted the patient with deleting data. After that, the patient was able to connect to pump with delay. The patient will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that every time the patient used the myptm (personal therapy manager) device, it got stuck at 90%. The patient mentioned a previous call regarding the same issue. An agent assisted the patient in deleting the data. The patient stated that it was still getting stuck at 90%. The agent had the patient repeat the steps, but the patient stated that it continued to get stuck at 90%. The agent had the patient close all applications, turn off the handset and communicator, and turn them back on. The agent had the patient attempt to connect to myptm again and the patient was able to connect within an appropriate amount of time.